Manufacturer narrative:
Device evaluation: the suspected device was returned for evaluation. The customer reported issue of ¿while trying to turn on the device, it continuously beeped and displayed an error code¿ was confirmed and the error originated from the motor and the card therefore, they were replaced. Further investigation found the downstream occlusion seal was damaged and replaced. The device passed all testing criteria. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
The customer returned the device stating, ¿while trying to turn on the device, it continuously beeped and displayed an error code¿; during device evaluation it was found the downstream occlusion seal was damaged. The event occurred during testing.